Event description:
It was reported that (1) device was used during a colon procedure. It was reported by the affiliate that the ax55g instrument staples would not fire. Another instrument was used to complete the case. There was no consequence to the pt.